Event description:
The manufacturer received information alleging an issue related to a ventilator 's flow delivery. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. There was evidence of a foreign substance in the device. The device's active exhalation control module and filter replaced to address the issue.